Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4030906. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva, needle disengagement difficult. The following information was provided by the initial reporter: gray piece not wanting to push forward and safety piece not wanting to pull back. Comments on (B)(6) 2024. I would like to clarify the description of the complaint. The gray and white piece of the catheter works as it should. No trouble advancing the catheter into the vein. It is when the catheter is placed and you want to remove the needle from the hub that the issue occurs. The gray piece does not want to separate from the catheter hub. It did not involve urgent/life threatening medical situation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the gray tip shield component did not want to separate from the catheter adapter could not be confirmed from the representative 20g nexiva units that were received in sealed packaging from lot #4030906. A functional test showed that the needle fully retracted without complication and the tip shield safety mechanism fully separated from the catheter adapter. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, a corrective action initiation determination (cid) was opened due to the number of similar complaints from this lot. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.